Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to recognize a charge connection. However, the pump would not charge. The customer's blood glucose level was reported to be 220 mg/dl. The customer delivered a bolus via the pump.